Manufacturer narrative:
The purpose of this supplemental report is to correct the previously reported narrative as well as to provide additional information to the events. On (B)(6) 2019, the mentor failure analysis lab received a 350cc mentor gel device for evaluation. The received device was a mismatch to the 150cc memorygel implant for which a rupture was reported in the initial report. However, the analysis on the received device has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional event details were received that necessitate a revision to the narrative provided in the initial report. It was reported that a 69-year-old caucasian female patient underwent a breast augmentation revision with an unspecified 350cc mentor gel device that ruptured postoperatively. As a result, the patient underwent bilateral removal and replacement with a 150cc memorygel implant (catalog 3501501bc, s/n (B)(6) on the right and a 400cc memorygel implant (catalog 3504001bc, s/n (B)(6)) on the left on (B)(6) 2019. As the event was clarified as a post-operative rupture rather than an intraoperative rupture, this event is now being reported as a serious injury. The patient information section has also been amended due to the change in reportable event type. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: post-operative rupture manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/23/2019, the product investigation was completed. Device investigation summary: during visual analysis of the sample, an area of shell abrasion was observed in the posterior view. Within shell abrasion a tear was observed, measuring approximately 15.0 cm. No additional anomalies were observed. Shell abrasion is a weathering that occurs in the smooth layer and can eventually progress through the shell of smooth devices. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 150cc mentor memorygel breast implant was ruptured during a mastopexy and breast augmentation revision procedure. There were no reported procedural delays or patient consequences.